Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Event description:
Healthcare professional reported rupture and axillary cavity, a small silicone of about 13 mm confirmed via ultrasound. This record is for a right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d.9, h.6. Visual analysis of the photographs identified: rupture and silicone migration: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "rupture" and axillary cavity, a small silicone of about 13 mm confirmed via us. This record is for a right side. Device was explanted and replaced with non abbvie.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture and silicone migration: observed, broken assessed as unidentified (tear) opening). No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture" and axillary cavity, a small silicone of about 13 mm confirmed via us. This record is for a right side. Device was explanted and replaced with non abbvie.